Event description:
Patient reported, "I have always received my pump holders [my clip that holds my pump] through (B)(6) no problem. Well- my dip they recently sent me about 2 months ago broke that same week." Patient report stated about missed doses. Patient was still infusing medication. Defective product lot number and expiration date lot number for the pump holder was given to us. Unknown does the pt have the defective product on hand for possible return to the manufacturer? Unknown. Reported to (B)(6) by pt/caregiver.